Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: scope error and scope malfunction error. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was not producing an image. The issue was found during installation there were no reports of patient involvement.